Event description:
On (B)(6) 2014, the reporter contacted animas alleging inaccurate delivery from the pump. Troubleshooting determined that basal history matched the active basal program settings and that all boluses were recorded as programmed. The reporter stated that the patient was experiencing blood glucose (bg) less than 70mg/dl and over 250mg/dl with no symptoms. The reported bg excursions did not meet criteria for an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.